Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was given glucose, when the cgm reading was low. After 30 minutes, this the patient experienced feeling nausea, vomiting, abdominal pain, and had a pail face. The parent took a fingerstick and the cgm reading was low, and the blood glucose reading was 32.0 mmol/l. The patient drank water at home and was brought to the hospital. At the hospital ketones were measured and were 5.8 mmol/l. The patient was treated with insulin per injection and intravenous fluids. Other blood glucose values from the event were 29.0 and 26.0 mmol/l, while the cgm reading was still low. The patient stayed at the hospital overnight. At the time of the report the patient was still feeling tired, but it was understood they had recovered from the hyperglycemic event. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.